Manufacturer narrative:
The actual complaint product was returned for evaluation. Two samples of lot 0203095811 were received for evaluation. One of the samples was received with the tubing separated from the pump and could not be tested for fast flow. The second pump was evaluated; visual observation, infusion verification, flow rate accuracy, and pressure pot tests were performed and fast flow was not observed. The flow rate was within specification. No root cause was identified. All information reasonably known as of 03 sep 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for lot 0203095811 was reviewed and the product was produced according to product specifications. All information reasonably known as of 05 jun 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 241 ml, flow rate: 5 ml/hr, procedure: unknown, cathplace: unknown, infusion start time: unknown, infusion stop time: unknown. It was reported that "pt [patient] reports that his pump appeared to be empty yesterday around 5 or 6pm. He states it was not supposed to be finished until 8 am today". No injury was reported.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The investigation is in progress. All information reasonably known as of 01 jul 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.